Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the swivel was loose. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery, it was observed that the motor device was "not blowing out¿ the correct pounds per square inch (psi). It was reported that the user ¿tried multiple foot pedals¿. There were no delays to a scheduled surgical procedure. An identical spare device was available for use. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.